Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a noise issue occurred. Field service engineer reported that the noise issue was not reproduced during the system check. Functional tests were performed and passed. The system is working fine. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a noise issue occurred. 30 minutes after the smart touch catheter was connected, there was a non-MDR reportable high contact force value of the catheter during the ablation. The issue was resolved by changing the catheter to another one. After that, a heavy noise occurred at fixed intervals on both the carto 3 system and the lab and the electrical potential could not be seen. The electrical power of the coolflow pump was connected to the same location as the syringe pump; therefore the grounding cable was reconnected. The noise issue occurred when the ablation was conducted so the indifferent electrode was changed and the red redel cable was also changed and the issue improved but reoccurred after several minutes. The ablation cable was also changed but the issue continued. The connection part of the adaptor was noted to be defective and it could not be connected when the adaptor was attempted to be changed. The connector part of the adaptor cable was fixed and then the issue improved. The grounding cable had been reconnected several times and then the issue was resolved. The cause of the noise was unclear. The system was used as-is to complete the procedure. There was no patient consequence. Additional information was received that there was noise on the second catheter used. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available. In taking a conservative approach this event is being reported under the carto since we cannot confirm that the physician had an available electrocardiogram signal to monitor the patient's heart rhythm which could potentially harm the patient.